Event description:
During a low anterior resection procedure, the instrument was difficult to remove. The hosp has reported no further info.

Manufacturer narrative:
11/22/96- supplemental report #1 submitted to FDA. Add'l data entered in d9. Device eval indicated and codes entered in h3 and h6.